Manufacturer narrative:
Company rep evaluated the unit and replaced the distribution board. Unit was safety tested to factory specifications.

Event description:
Customer reported the panorama central station's display had no video output, which may have resulted in loss of telemetry monitoring. No pt injury was reported.